Event description:
The customer stated that she was hospitalized twice in two days for high blood glucose. Troubleshooting was attempted, but the customer was unable to see very well due to blood glucose levels over 600 mg/dl. The customer stated that she inserts the infusion sets in the upper abdomen only. The customer requested a replacement insulin pump. Advised the customer that the insulin pump would be replaced. Also advised the customer to insert the infusion sets in areas other than the upper abdomen to avoid scar tissue.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.